Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. The root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient underwent photorefractive keratectomy in the right eye. The epithelium was closed and the bandage contact lens was removed one week postoperatively. The patient went to the emergency room five days later with pain the right eye. The patient was noted to have a corneal ulcer and was referred back to the eye doctor. The patient was given multiple different topical antibiotic eye drops, topical antibiotic ointment, and a drop to dilate the pupil. The patient was seen three weeks later and the symptoms and corneal ulcer resolved.